Manufacturer narrative:
G4: 19dec2019 b4: (B)(6) 2020. The service technician indicated the customer refused repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.